Event description:
A customer contacted baxter's (B)(4) requesting assistance with ending therapy due to air bubbles in the line while on the homechoice (hc) machine during initial drain. The technical service representative (tsr) assisted the home patient (hp) with ending therapy from initial drain. The hp would reset up again using new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved, but she did not know what might have caused the air in line. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed in the lab. A root cause of the air was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.